Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center the customer's complaint could not be duplicated. However, an error code (evt_battery_not_charging_fault) related to the charging of the internal battery was observed multiple times. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. Additionally, the customer was advised to replace the device's detachable battery. The technician performed service diagnostic & test via service tool and unit passed successfully.